Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, pump would not recognize a closed door, was reproduced and confirmed through eval. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no pt injury.